Event description:
Unit will not power up. Was not in use when problem occurred. Patient had been in the hospital for 2 weeks and when their returned home the unit would not power up. Further info received - vent was operating on dc power, when plugged into ac power, vent would shut down, unk alarm condition.